Event description:
The pt reported unresolved facial nerve stimulation. At that time, the surgeon decided not to explant the device. This pt was originally implanted on the left side because the facial nerve was further away. The pt had a type of revision surgery where the surgeon moved some fascia. All electrodes appeared to be functioning fine. The pt continued to be monitored by the center. The pt reportedly is experiencing facial nerve stimulation. The center continues to make programming adjustments to reduce the pt's discomfort. The pt's facial nerve is already compromised; pt has facial droop.